Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that there was noise on the right atrial lead causing inappropriate automatic mode switching (ams) episodes. The lead will be monitored and no further intervention was performed at this time. The patient was stable with no adverse consequences.